Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurately high results compared to another meter. The reporter alleged readings of "288 mg/dl" compared to "203mg/dl" on a contour meter. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.